Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported receiving a button error alarm on the insulin pump. Customer's wife stated that the error alarm occurred during a reservoir change. Blood glucose level at the time of the call was not provided, but customer had a blood glucose level of 59 mg/dl earlier that day. Customer treated for the low blood glucose level. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.